Event description:
Patient complained of chest paint with ventricular pacing. A CT scan revealed the screw protruding through the rv wall. The physician explanted and replaced the lead.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification.